Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and exhibited high pacing thresholds of 3.4 volts and 1 millisecond. Additionally, it is noted that there was noise on the rate sensing related to respiration. A revision was performed and the rv lead was successfully replaced with a competitor¿s lead. No additional adverse patient effects were reported.

Event description:
Additional information received indicated that this right ventricular (rv) lead looked fine under fluoroscopy. Further, the noise was determined to be diaphragmatic oversensing. No additional adverse patient effects were reported.